Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient had been hospitalized with hyperglycemia. The patient's blood glucose levels rose above 250 mg/dl. The pod was removed prior to hospital admittance and the patient was self treating with manual insulin injections. The nurse reported issues with the personal diabetes manager (pdm) providing inconsistent readings against the hospital machine. The patient was treated with manual injections at the hospital and released after 7 days.